Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) incorrectly classified an atrial tachycardia (at)/atrial fibrillation (af) event as terminated while it was still in progress. The device remains in use. No patient complications have been reported as a result of this event.